Event description:
The health care provider indicated that the event was due to pump end of life and a catheter kink and failure to aspirate of a "non medtronic catheter''. The issue was at the pump/catheter connection of the proximal segment. The patient experienced withdrawal symptoms. The pump and catheter were revised/replaced on (B)(6) 2011. The outcome was reported as serious injury/illness - recovered without sequelae. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).